Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented in the operating room for a scheduled lead revision after high pacing lead impedance and capture thresholds were noted on (B)(6) 2017 the day after the patient received a new generator. During the revision procedure, insulation abrasion was noted on the rv lead. The lead was capped and replaced on (B)(6) 2017 without adverse event. The patient was stable during, before and after the procedure.